Manufacturer narrative:
An internal biomérieux investigation was performed for a customer in (B)(6) due to a report of false positive cefoxitin screen (oxsf) results for five patient strains of staphylococcus aureus associated with vitek® 2 system v8.01 software, and vitek® 2 ast-p608 card. The customer did not save any strains to submit for investigation; however, the customer's raw data was submitted to biomérieux. The customer's strains were not available for testing. Submittal of the isolate(s) is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p608, lot 4880740203 met final qc release criteria. Lot 4880740203 passed qc performance testing.

Event description:
A customer in (B)(6) reported a false positive cefoxitin screen (oxfs) for five (5) patient staphylococcus aureus isolates in association with the vitek® 2 ast-p608 test kit. The results obtained were oxfs positive and (B)(6). The customer did not repeat the test with the ast-p608 card. Alternate testing gave results of pbp2a negative, and cefoxitin disk susceptible. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer later reported there were no other issues with a false positive cefoxitin screen. A biomérieux internal investigation will be initiated.